Event description:
The customer states that the collimator blade exposures shift away from preview lines by about 20 degrees. The images are not collimating properly. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found the beam and camera alignment were way out of alignment. The system had dropped some workstation calibration files and some mainframe cal files. When the collimator blades are used, the image taken is about 20 degrees off of the preview lines area. The iris collimation is good. He re-centered the camera and beam alignment, reloaded the calibration files, and consulted the tech support about collimator blades and was advised that this is due to mechanical wear. The service rep installed the collimator and assembly. The ge service rep informed the tech support that the collimator blades performance specification has a wide tolerance range and that accordingly the collimator blades, preview lines versus actual fluoro field meets this specification. He re-aligned the camera and beam, flashed the nodes but the problem remained. He replaced the fluoro functions pcb and recalibrated the stops. The collimator preview lines and actual fluoro field are now within specification. The system i8s working as intended. The ge service rep also found that the system is being abused by users as was evidenced by the severity of misalignment of beam and camera. The collimator may actually be damaged mechanically but cannot be determined without dis assembly. It is still functional.